Event description:
Information was received indicating that there was a delivery issue that occurred three times with a fentanyl infusion. The allegation of malfunction is on the cadd cassette reservoir. The patient reported that two units have a "faulty minute av bubbles" in the line despite flushing. The issues reported were air bubbles and downstream occlusion. There was no report of patient injury or medical intervention as a result of this event.